Event description:
The customer stated that the instrument did not seal properly even though an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.